Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was unable to be completed as the relevant device lot number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Discarded by facility.

Event description:
In an article published, american heart association on 13-december-2016, it was reported - a (B)(6) male underwent a successful total thoracoscopic surgical ablation of af (mini-maze) procedure in (B)(6) 2011, and exclusion of laa with atricure gillinov-cosgrove clip of 45 mm size. Intraoperative tee after clip deployment showed near-complete occlusion of the laa. Four and half years after the atriclip implant, patient developed recurrent symptomatic atrial tachycardia for which he underwent a preprocedural coronary computed tomographic angiography that revealed an increase in size of the patent portion of the laa with apparent change in orientation of the clip. There was no evidence of laa clot or thrombus. Patient was restarted on anticoagulation. Also, the article notes in this particular case, a device mismatch at the time of surgical implantation could have led to migration of clip.